Event description:
Boston scientific received information that a non-boston scientific field representative contacted technical services and stated the right ventricular (rv) lead impedance measurements have risen over time and is currently greater than 2000 ohms. The field representative discussed possible extraction of the lead. The boston scientific field representative was unable to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.